Event description:
It was reported that an ilet pump became stuck during the fill tubing process at the ¿did you see drops?¿ prompt, with no progression when ¿yes¿ was selected, and the user also received setup and insulin expired notifications; the user¿s blood glucose was 300 mg/dl without symptoms, and the pump resumed normal function after an app-initiated restart and successful supply change. Symptoms included no reported clinical effects. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or ems involvement. Investigation included customer service troubleshooting and education, guided restart, and recommendation to check for a firmware update when glucose is in a safe range. Investigation of this case revealed that the device operated after restart and the issue could not be replicated following completion of setup. It was concluded that the event was consistent with a temporary device use or software interaction issue that resolved with standard troubleshooting, with no device-related injury identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.